Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device was not returned to b. Braun for evaluation, and the device logs (the operating log, the alarm log, the keystroke log, and the service log) were not made available. Further investigation of the complaint is not possible without a device for evaluation or the device logs. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: 2. Chemotherapy medication hanged to be infused over 30 min. Infused over 18 min with pump display showing residual medication to be infused and time remaining in progress with empty bag and chamber.